Event description:
A surgeon reported that 3 paks used for the day had kinked irrigation tubing. In some cases, the irrigation did not seem to be sufficient and led to some variations in the anterior chamber. According to the reporter, this is happening frequently since the cassettes are no longer protected by the plastic tray. There was no clinical consequence reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).